Event description:
It was reported during a colon procedure the staples would not hold. Just before the surgeon started the anastomosis, he noticed that the staples did not hold. The surgeon performed manual sutures. There was no adverse patient consequence.